Event description:
It was reported that there was a black mark on the filter of a large volume intermate. This was noted after filling of the unit with ciprofloxacin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). This lot was manufactured between june 05, 2014 and june 06,2014. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.